Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ple60a device was returned with the anvil bent upwards and with an ecr60d cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, it was observed during the case that the stapler did not deploy complete staples. Two rows of the staples were open with straight legs hanging from the buttressing material and tissue. Staples were removed and another reload was used to close that portion of the sleeve, according to the nurse. Case completed with same device and new reloads. There were no patient consequences reported.